Event description:
Caller reported tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the cartridge alarm and decided to replace the pump to resolve the issue. Reportedly, customer reverted to manual injections for insulin therapy.